Manufacturer narrative:
No radiographs or any clarifying details were provided. No further information was able to be received. The root cause cannot be determined, but pseudarthrosis can be a factor with a two year implant duration.

Event description:
Reportedly the initial spinal fusion surgery date was (B)(6) 2010 involving a two level posterior fixation hardware. Allegedly a pedicle screw fractured and revision surgery was performed (B)(6) 2013. No further details about the event or the patient condition were provided.